Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device found no kinks or damage along the entire length of the shaft. An examination of the crimped stent identified that the stent was slightly pulled distally, resulting in the struts at the proximal end of the stent being misaligned/damaged. No other issues were noted with the device. No damage was noted with the actual tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that crossing difficulty occurred. The target lesion was located in the left anterior descending artery. The 28mm x 2.50mm taxus element stent was advanced to the lesion but was unable to cross. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.